Event description:
It was reported the patient was unable recharge his ipg and the programmer reflects a communication error. The patient has lost stimulation. A new charger was sent to the patient which did not resolve the issue. The ipg was confirmed inoperable. In turn, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.